Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during second firing in a laparoscopy-assisted distal gastrectomy, the surgeon was unable to fire the device when they attempted to resect the gastric corpus. The representative checked the cartridge which was unable to be fired and found that it was in a state of pre-fire. The representative confirmed the following information with the surgeon that the doctor pressed the green button and released the lock, then did the operation attempting to change the resection part. The cartridge was replaced with a new one and it was used without problem. There was no patient there was no patient injury.